Event description:
We received a report that during the implantation of an (B)(4) intraocular lens (iol) the patient's capsule tore and then lens was removed; a vitrectomy was performed. Another lens, a (B)(4), was placed but the patient's anatomy would not support it. It was removed and an anterior chamber iol was used instead.

Manufacturer narrative:
Follow up #3 date received by MFR: 11/05/2014. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Follow up with the reporter regarding patient outcome indicated that the patient had a retinal detachment. They are being followed by a retinal specialist. No other information was provided. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Follow up with the surgeon's office found that the outcome for the patient was ''choroidal effusion'' for which she is being followed. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspections showed one lens haptic was cut and/or broken. Residues of viscoelastic (ovd) were observed in the optic body. Also, a few loose particles were observed on the sample compatible with handling the lens out of the sterile environment. The condition of the returned lens was consistent with one that has been explanted. The investigation results do not suggest that the complaint lens reported has been affected by the manufacturing process. The initial report indicated the patient's capsular bag tore during insertion of the iol. Manufacturing records were reviewed. All process operations were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the reported events. All pertinent information available to the manufacturer has been submitted. Placeholder.